Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient is dependent on the implantable cardioverter defibrillator for normal function. It was noted that the implantable cardioverter defibrillator's (radio frequency) rf telemetry was not functioning. A device download was performed, which restored the rf function successfully. The patient experienced pocket stimulation during the download. No other symptoms were reported. The patient will continue with regular follow up.